Event description:
The alarm on the rn on call strips, used to alert staff when a resident at risk for a fall is attempting to exit the bed, have been delayed. Residents have been falling because, by the time the alarm sounds, the resident is already up and trying to walk. Usually, the alarm sounds as soon as any pressure is taken off the strip. This report is one of four incidents. They all resulted in minor injury to resident.

Event description:
Add'l info received 4-11-02: changes are in process to help prevent customers from using the triwide incorrectly. After review and checking noted in the database it appears this customer was having some education issues on how to use the bpp-90tw sensor. The bpp-90tw sensors were creditred to their account and they went back to using bpp-30a.